Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the user identified blood leakage. The following information was provided by the initial reporter. The customer stated: customer stated that last week and the week before while using the product, the safety feature broke and blood spilled everywhere.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-01. H6: investigation summary: bd received 12 customer samples from the customer for review and analysis. The 12 customer samples were subjected to a visual examination and functional testing and the customer¿s indicated failure modes of failed safety feature (retraction failure) or leakage was not observed. Additionally, 30 retain samples were also subjected to visual and functional examinations and none of the retain samples showed evidence of failed safety feature (retraction failure) or leakage. Therefore, this complaint for broken safety device during use cannot be confirmed based on retain or the customer sample test results and, bd was not able to identify a root cause of the indicated failure modes. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the user identified blood leakage. The following information was provided by the initial reporter. The customer stated: customer stated that last week and the week before while using the product, the safety feature broke and blood spilled everywhere.